Event description:
The nurse reported a system message displayed during set up and the cassette would not lock into the system. The nurse switched out 3 cassettes and rebooted twice. The surgeon did not want to use the back up system. One pt had been sedated and blocked, but surgery hadn't begun. Two cases were canceled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and the system failed to prime. The fluidics module was replaced. The system was then tested and met all product specifications. This fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).